Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the right ventricular (rv) lead exhibited inconsistent capture and a high capture threshold. The rv lead was explanted and replaced. There was no patient consequences.

Manufacturer narrative:
The reported event of intermittent capture was not confirmed. As received, a complete lead with an explant tool restricted inside the lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies to the lead body. Electrical testing did not find any indication of conductor fractures or internal shorts. All other damages were consistent with procedural damage.